Event description:
Event description guidant received information that the patient implanted with this atrial and ventricular therapy (avt) implantable cardioverter defibrillator (ICD) received an external shock for atrial fibrillation. The shock converted the patient to normal sinus rhythm.